Manufacturer narrative:
It was reported that the hamilton-c3 ventilator failed the self-test and displayed a technical message related to the inspiratory valve. No patient was connected to the device at the time of the event was reported. The investigation identified a defective inspiratory valve as the root cause. Replacement of the valve eliminated leaks in the inspiratory pathway, restored proper pressure regulation, and cleared the related technical messages. All functional tests were successfully completed and confirmed full ventilator performance. The corrective action resolved the issue. The case is closed.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): self-test failed. Technical fault (tf) 431017 (inspiration valve disconnected), defective inspiratory valve. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.